Manufacturer narrative:
This complaint is a duplicate of MFR#: 1213809-2020-00880. Information pertaining to this complaint, (B)(4), has been captured in 1213809-2020-00880. MFR#: 1213809-2020-00878 is void as a result.

Event description:
It was reported that 2 bd safetyglide¿ needles were broken. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "needle broken".

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: piston syringe, medical device type: fmf. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe), PMA / 510(k)#: k951254 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd safetyglide¿ needles were broken. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "needle broken".